Event description:
Philips received a complaint by the biomed customer on the v60 indicating that the device was not able to power on at times. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer informed the rse that the device has some power issues. The biomed was unable to power on the unit, and after a day or so, was able to power on the unit, and it was charging the battery. He was able to test the battery, and it passed the 20-minute battery test successfully. Now today, it will not power on. Suggested to try a good battery and a good power cord to see if anything helps. Next to verify the voltages going to and from the power supply. The customer verified he is getting 24 dc volts from the power supply going into the power management (pm) printed circuit board assembly (pcba). The rse recommended replacing the pm pcba. This investigation is ongoing.

Manufacturer narrative:
Per the good faith effort (gfe) response received on 06jan2026, it was confirmed that the power cord was defective and exhibited intermittent functionality. The power cord was replaced, and the device was tested over multiple days with no recurrence of the issue. The device successfully passed all required performance verification testing per philips standards and was returned to service. At this time, no further action is required; however, if the device returns with the same issue, the customer plans to replace the pm pcba as a precautionary measure. The complaint file may be reopened should additional information become available.